Event description:
It was reported that the patients ipg was not holding a charge and was not working well. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.